Event description:
It was reported that the spo2 alarm on this monitor spontaneously turned off after being activated. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating this reported incident. A follow-up report will be submitted as soon as the investigation is completed.